Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 0796r3030 (right common iliac dissection). Right common iliac dissection. Per fce worksheet: right common iliac dissection treated with mustang 8x30 angioplasty and retrograde repair with lifestar 8mmx40 nitinol stent resulting in perfect flow. Per crf: ae001-vascular access complication-minor. The event was treated with stent placement in the rfa and was recovered/resolved on (B)(6) 2016. The relationship to the study procedure was causal and the event was unrelated to the study device.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: a review of the manufacturing documentation for lot# 282637 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot# 282637 to determine if other complaints had been reported against this lot with the same as reported classification. A ship history review was completed and found that 358 units from the lot# 282637 were shipped to (B)(4) on 25-jun -2015. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the device review and the event description for this complaint, the root cause classification assigned to this complaint is 'anticipated procedural complication'. 'Anticipated procedural complication ' is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on the above conclusion there is no need to escalate this complaint any further. Not returned to manufacturer.

Event description:
Initial complaint description received is as follows: "reprise iii 0796r3030 (right common iliac dissection) per fce worksheet: right common iliac dissection treated with mustang 8x30 angioplasty and retrograde repair with lifestar 8mmx40 nitinol stent resulting in perfect flow. Per crf: ae001-vascular access complication-minor. The event was treated with stent placement in the rfa and was recovered/resolved on (B)(6) 2016. The relationship to the study procedure was causal and the event was unrelated to the study device."